Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower had failed and attempts by the user to use the keys to resolve the issue were unsuccessful. There were delays to the patient care workflow, as tower door 2 intermittently failed to open. The field service engineer (fse) cleaned the latch connectors and crimped the wire harness connector. The tower was tested using the hardware test application and was found to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower failure occurred. Attempts to resolve the issue using keys were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.